Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to leg length discrepancy. The stem and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb."